Manufacturer narrative:
Further inspection of the fenestrated bipolar forceps (fbf) instrument identified that the electrode was exposed because of the thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy procedure, the tip of the fenestrated bipolar forceps (fbf) instrument was burned. Based on the claim against the product by the customer noting a burned tip of the fbf instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument had thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. No insulation damage was observed. The conductor wire is not damaged or broken. There were no exposed wires. An electrical continuity test was performed and passed. Visual inspection did not show any other damages. The root cause for this failure is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. Isi reviewed the site¿s complaint history, which did not show any additional complaints related to this product and/or this event. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: the instrument was found to have thermal damage on the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer reported that the tip of the fenestrated bipolar forceps (fbf) instrument was burned. The procedure was completed with no reported injury with a backup fbf instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.